Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys toxo igg immunoassay and elecsys toxo igm immunoassay results from 2 samples from the same patient tested on a cobas 8000 e 602 module compared to an architect. The customer believes that an interferent may be affecting the elecsys results. This medwatch will cover toxo igg. For information of toxo igm refer to the medwatch with patient identifier (B)(6). Sample a (B)(6) 2019: cobas e602: toxo igg 35 coi (reactive) toxo igm 1.4 coi (reactive). Architect: toxo igg nonreactive toxo igm nonreactive. Sample b (B)(6) 2019: cobas e602: toxo igg 34.60 coi (reactive) toxo igm 1.34 coi (reactive). Architect: toxo igg nonreactive toxo igm nonreactive. It was not clear if the questionable results were reported outside of the laboratory. Clarification has been requested but has yet been provided. The patient is pregnant and is taking omnibionta pronatal that contains 100 ug biotin.

Manufacturer narrative:
The customer provided a sample for investigation. The following results were obtained: elecsys toxo igm: reactive with lot 352787; non-reactive with lot 409463 recomline blot toxo igm: negative elecsys toxo igg: reactive neutralization assay: neutralizable elecsys toxo igg avidity: high avidity(B)(4) the customer's toxo igg results were correct.